Event description:
The customer called to report motor error and other alarms during the basal rate delivery. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer stated the insulin pump was not exposed to any high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.